Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-11962. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture due to dislodgement on both the right ventricular (rv) lead and the atrial (ra) leads. The physician elected to explant and replace the ra and rv lead due to difficulty extending the helix. The patient was in stable condition.

Event description:
New information received notes that the ra lead was not explanted and was revised.

Manufacturer narrative:
Correction: b5 and h6 lead not returning and not replaced.